Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint that "the balloon could not deflate" is not confirmed. The balloon was able to deflate successfully. The catheter passed functional testing. The root cause of the complaint is undetermined. No further action required.

Event description:
It was reported that "the balloon wouldn t deflate automatically after connecting the attached syringe". They had to actively pull the air out with the syringe. Additional information: the thermodilution catheter was tested before use with the syringe in the kit. There was no problems at this point. The problems occurred after insertion (into the patient). The device was not replaced. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the balloon wouldn t deflate automatically after connecting the attached syringe". They had to actively pull the air out with the syringe. Additional information: the thermodilution catheter was tested before use with the syringe in the kit. There was no problems at this point. The problems occurred after insertion (into the patient). The device was not replaced. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.